Event description:
Patient presented to the physician with ongoing burning sensations at the ipg site. Physician brought the patient into the or, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, re-sutured, and closed.